Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr), enlarged atrium, rotated heart and restricted anterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade 2 post procedure. On (B)(6) 2026, the clip had single leaflet device attachment (slda) from the posterior leaflet. Recurrent mr of grade 3 was reported. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported slda appears to be related to patient morphology/pathology, per the physician. The reported recurrent mr appears to be a cascading effect of the reported slda. Mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.